Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 226 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was advised to change the infusion and reservoir set. The customer did not want to send the used sets back for analysis. Furthermore, the customer did not want any further assistance and had stated that they will call back if they experienced any further issues with the pump. No further information was provided.